Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: during subsequent follow-up with the affiliate, additional information was obtained. Therefore, the event description has been updated accordingly

Event description:
Updated event description: it was reported that prior to a total knee arthroscopy surgical procedure, while using the robotic assisted saw interface device (sasi) right device it was observed that the sasi clamp was loose and not holding the velys saw stable. It was reported that the robot device was not mounted to the surgical bed. There was no patient involvement reported. There was no report of patient harm or delay in surgery. No additional information could be provided.

Event description:
It was reported that prior to a total knee arthroscopy surgical procedure, while using the robotic assisted saw interface device (sasi) right device it was observed that the sasi clamp was loose and not holding the velys saw stable. There was no patient involvement reported. There was no report of patient harm or delay in surgery. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.